Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a vacuum error. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse could not duplicate the issue. An inspection was performed and operations tests per the manual. All tests passed. A check of the compressor block was done and passed as well. The iabp ran for an hour and 20 minutes without issue. The iabp functioned normally and was released for use. (B)(6). It was observed during an external audit at getinge (B)(4), that servicing practices at getinge (B)(4) are not in compliance to applicable requirements due to identified gaps in quality management system. Specifically, unanticipated repair activities were not submitted as complaints and assessed for reporting as required per regulations and as a result this report was not submitted in a timely manner. Getinge brazil has approved a comprehensive remediation plan and all unanticipated repair activities will be submitted as complaints.

Event description:
Customer reported that the cs300 intra-aortic balloon pump (iabp) had a vacuum error. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method code), h10.

Event description:
Customer reported that the cs300 intra-aortic balloon pump (iabp) had a vacuum error. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.